Event description:
Baxter healthcare recived facility user medwatch report #192504-2000-0001 reporting: "during reinfusion, air detector alarm activated. Caretaker could visualize no air in lines or drip chamber. Reset button pressed. Air noted emerging from chamber at that time and suspicion that air embolism may have been delivered to pt. Upon eval of machine, noted that spring hold drip chamber was loose." Follow up with account on 12/12/00: healthcare professional (hcp) reported this event occurred during the rinseback of normal saline at the end of treatment. Pt (pt) has right subclavian access. Pt exhibited shortness of breath, disorientation and decreased blood pressure. Hcp placed pt on left side in trendelenburg position and administered 2 liters oxygen via mask. Pt was transferred to hosp for 23 hours observation and discharged. Medical intervention administered during observation was not available. As of 12/12/00, hcp reported pt is feeling fine.